Event description:
During a pre-clinical check the ventilator continued cycling however stopped delivering a breath.

Manufacturer narrative:
The ventilator is being evaluated. A follow-up submission will be forwarded after completion of the evaluation.